Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR. : unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device was returned, and it is possible to see that the guidewire was bent at the proximal section and detached at the distal tip. No more damages were detected. Under the microscope it was observed the distal tip of the guidewire detached.

Event description:
It was reported that guidewire fracture occurred. The target lesion was located in the middle cerebral artery. The first guidewire with hydrophilic coating was used for accessing the lesion but guidewire fatigue occurred. A .014/190cm transend guidewire was advanced during the procedure; however, the guidewire fractured in the lesion and could not be retrieved. The physician used another guidewire to access the occlusion but failed despite multiple attempts. The procedure was not completed due to this event. There were no patient complications reported and the patient condition was stable.

Event description:
It was reported that guidewire fracture occurred. The target lesion was located in the middle cerebral artery. The first guidewire with hydrophilic coating was used for accessing the lesion but guidewire fatigue occurred. A .014/190cm transend guidewire was advanced during the procedure; however, the guidewire fractured in the lesion and could not be retrieved. The physician used another guidewire to access the occlusion but failed despite multiple attempts. The procedure was not completed due to this event. There were no patient complications reported and the patient condition was stable.

Manufacturer narrative:
Initial reporter phone: (B)(6).

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). E1 - initial reporter address: updated. H6 - device code: corrected.

Event description:
It was reported that guidewire fracture occurred. The target lesion was located in the middle cerebral artery. The first guidewire with hydrophilic coating was used for accessing the lesion but guidewire fatigue occurred. A .014/190cm transcend guidewire was advanced during the procedure; however, the guidewire fractured in the lesion and could not be retrieved. The physician used another guidewire to access the occlusion but failed despite multiple attempts. The procedure was not completed due to this event. There were no patient complications reported and the patient condition was stable.